Event description:
Boston scientific received information that during a routine implant procedure, once this device was connected, noise on the right ventricular (rv) lead, which was not sensed by the device, was observed. A tug test was performed, with unremarkable results and the noise was not reproducible with the device out of the pocket. The noise subsided, however, returned again approximately 20 minutes later. The noise was measured at 1mv. The lead was reinserted and the pin was observed beyond the device header. All other lead measurements were within acceptable limits. It was suspected that the noise was a big signal and not believed to be a result of an air bubble. The patient's intrinsic rhythm was observed. After approximately 30 minutes, the device pocket was closed. Pocket manipulation reproduced the same noise. The pocket was then opened and the connection was checked once more. The device was disconnected and reconnected, with the noise still present. This device was ultimately explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection noted body fluid contamination in the lead barrel and terminal block area and a hole in the seal plug. A review of the device memory noted no resets, errors, or fault codes. A review of the recorded episode electrograms noted noise that was consistent with air bubbles escaping through a hole in the seal plug. Electrically, the device was within specification.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this product was inspected and dried body fluid was infiltrated in the lead barrel and terminal block area. Additionally, a hole in the seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.